Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device locked-up during a patient event. The patient was at a nursing facility and CPR was being performed upon arrival. Medical personnel connected their device to the patient and recognized a ventricular fibrillation (v-fib) heart rhythm. Two (2) shocks were then successfully administered to the patient. When medical personnel attempted to shock a third time, the device's display went black, but the power led remained lit. This behavior is indicative of a device lock-up condition. Medical personnel then attempted to power the device off, in order to reboot it but none of the buttons would respond when pressed. A backup device was on-scene and used to continue patient care. The delay in obtaining the backup device was approximately one (1) minute. The patient, a 60 year-old, did not survive the event. The customer, a lieutenant and paramedic for the fire department, advised that the device use did not contribute to the patient's outcome because a backup device had been readily available with minimal delay. Physio-control contacted the customer in order to obtain additional details about the patient; however, the customer advised that no additional information could be provided.

Manufacturer narrative:
(B)(4).  Physio-control performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked-up during a patient event. The patient was at a nursing facility and CPR was being performed upon arrival. Medical personnel connected their device to the patient and recognized a ventricular fibrillation (v-fib) heart rhythm. Two (2) shocks were then successfully administered to the patient. When medical personnel attempted to shock a third time, the device's display went black, but the power led remained lit. This behavior is indicative of a device lock-up condition. Medical personnel then attempted to power the device off, in order to reboot it but none of the buttons would respond when pressed. A backup device was on-scene and used to continue patient care. The delay in obtaining the backup device was approximately one (1) minute. The patient, a (B)(6) year-old, did not survive the event. The customer, a lieutenant and paramedic for the fire department, advised that the device use did not contribute to the patient's outcome because a backup device had been readily available with minimal delay. Physio-control contacted the customer in order to obtain additional details about the patient; however, the customer advised that no additional information could be provided.

Manufacturer narrative:
Physio-control was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.